Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient was experiencing pain while wearing the pod between 4 and 24 hours. When removed from the site, it was noted that he needle did not retract; indicating a needle mechanism failure.

Manufacturer narrative:
The received device had the needle mechanism deployed. The formed needle was visible in the exposed portion of the soft cannula. The soft cannula was bent at the tip of the formed needle. Removal of the top housing did not retract the slide retract. The needle mechanism was reset and re-deployed, but the slide retract did not fully retract. This indicates an inadequate mechanism spring caused the failure to retract the formed needle after needle fire. The download data returned an 0x18 alarm indicating that the reservoir was empty. Inspection of the fluid path confirmed the empty reservoir. The device functioned as intended and alerted the user of the empty reservoir.